Event description:
It was reported that the atrial lead experienced high impedance, and there were mode switched due to noise on the lead. It was later reported that the lead experienced oversensing, and lead fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.